Manufacturer narrative:
The biomedical engineer reports that the cns (central network station) is displaying a"direct draw return" error code. Customer tried restarting the device multiple times and is still receiving the error when admitting the patient. Customer was able to resolve the issue by changing the channel on one of the sectors to channel e347 and then changing it back to channel e346. Once this was done, the error message no longer appeared. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Event description:
The biomedical engineer reports that the cns (central network station) is displaying a"directdraw return" error code.